Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issues. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose level was 140-350 mg/dl.